Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline disposables . Received seven pictures on fluid warming/level 1 hotline disposables pinhole discovered upon inspection and sample p/n l-70; l/n: 3974842 was received. Pictures upon visual inspection form distance of 12"-24" revealed tube was damaged. The sample was tested and did not confirm failure mode. Reviewing engineering practice the product passed all testing 100% prior to leaving the facility and the cause of the event is believed to of occurred after leaving the manufacturing site. No fault could be found.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the operator identified a pinhole in the level 1 hotline disposable. There was no patient involvement. The product problem was observed during testing.